Manufacturer narrative:
The investigation of access site bleeding and ventricular tachycardia has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided. As the necessary clinical information was not provided and the device was not returned, the root cause of the ventricular tachycardia was not determined. B.3 date of event was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-27067. E.1 added fax number and us phone number as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-27067. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-27067 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 added reporting contact facility name and fax number as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-27067. G.2 report source: study was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27067 and was added. H.6 code 1888 was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-27067 and a new code was added to health effect - clinical code.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complaint team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a 50 year old male patient that endured right axillary hematoma with a "definite" relationship to the impella device used: ¿patient developed large hematoma with associated pain and swelling at impella site (right axillary). Required emergent axillary exploration and hematoma evacuation.¿ the patient recovered with no sequelae. Additionally, the complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured ventricular tachycardia with a "possible" relationship to the impella device used: ¿multiple runs of vt. Impella needed repositioning and vt resolved.¿. The patient recovered with no sequelae and bridged to transplant.